Event description:
Note: this MFR report pertains to the first of two devices used during the same procedure. Refer to associated MFR report #3005099803-2008-02980 for a description of the other device. A stonetome sphincterotome was being prepared for anercp( endoscopic retrograde cholangio-pancreatography), (gender,age,weight unknown). According to the complainant, the balloon would not inflate. The procedure was completed with another of the same device and there were no patient complications as a result of this event.

Manufacturer narrative:
As received, a visual analysis revealed that a large section of the balloon material was missing. A small portion of the balloon was still attached at both ends at the bonded areas. A review of the device history record for the pertinent lot was performed and revealed no related issues to this complaint.